Event description:
It was reported that a pt underwent a resection of a large submucosal myoma in 2009. During the hysteroscopy, the loop broke off in the uterus and was not retrieved. The pt was at the end of fluid loss allowed and there was lack of visualization. The surgeon plans to repeat the x-ray and then perform a repeat hysteroscopy to retrieve the loop.

Manufacturer narrative:
Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental form.